Event description:
The customer reported that the system displayed a "power down and wait 10 seconds" error message and the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was repaired. The sys was then found to be operating as intended.